Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 113 mg/dl on her aviva, then got a reading of 69 mg/dl on the doctor's non accu-check meter within 10 minutes. Customer was at doctor's office for a regular visit, no adverse event, meter and strips replaced and requested for return..